Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issue with malposition may have been due to a potential error in the location of the placement. Based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient was dissatisfied with his inflatable penile prosthesis (ipp). Upon revision, a high-riding pump was noted; therefore, the ipp was removed and replaced. No patient complications were reported.